Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the endoscope reprocessor exhibited damage to the cable end on the side connecting to the reprocessor, including one missing screw pin. The issue was identified during reprocessing and there were no reports of patient involvement.